Event description:
A customer reported receiving imprecise readings on her freestyle lite blood glucose meter. The customer reported obtaining the readings of 102 mg/dl, 234 mg/dl and 381 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. The customer also reported changing her diabetes medication based on the meter readings and consequently experiencing severe headaches. There was no third party medical intervention reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.